Event description:
It was reported that the device had a flashing wrench and logged an event code that indicated a critical failure. The device would not be available to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. F/u with the reporter confirmed that the customer elected not to repair the device and remove it from service. Therefore, the conclusive cause for the reported issue could not be determined.